Event description:
Customer's father reported that the insulin pump's display was blank. Caller reported that the insulin pump's battery cap was damaged and could no longer be removed. Caller reported that because of the damaged battery cap, the current battery could not be accessed to be replaced. Caller also reported that the battery compartment was cracked. Blood glucose level was 110 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.